Manufacturer narrative:
(B)(4). The carefusion factory service technician evaluated the ventilator and confirmed the customer complaint. Found main pcb not allowing battery to charge. Also found damaged front panel.

Event description:
The customer reported that the ventilator is giving an e20 error message. He said he has put a good battery in the unit and has let it charge overnight. No patient involvement.